Event description:
On (B)(6) 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported receiving a sensor replacement alert on (B)(6) 2025, day 166 after insertion. An RMA was authorized for the return of the sensor for further investigation. The sensor was returned and tested in-house, and the review of investigation analysis and review of the raw sensor data showsthat sensor is chemically underperforming and declining signal in all sensing areas.this is indicative of hydrogel oxidation, and the system correctly disabled the sensor due to performance failure.the user was provided with a replacement sensor as part of the resolution. B4. Date of this report 05 nov 2025. G3. Date received by the manufacturer? 05 nov 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.